Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the cap is different color/shade or faded this event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "blue cap tubes are labeled with 365301, clear cap tubes."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the cap is different color/shade or faded this event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "blue cap tubes are labeled with 365301, clear cap tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-06. H.6. Investigation summary: bd received six (6) customer samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was observed in the return samples, however retained samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.